Event description:
It was reported that post-op of a laparoscopic gastric bypass procedure, bleeding occurred. Bleeding occurred intra peritoneal and it is unknown what caused the bleeding. The patient received four units of blood and is doing well.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.